Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 a patient (pt) in (B)(6) reported a diagnosis of corneal ulcer (unknown eye) while wearing an unknown acuvue brand contact lens. The pt reported the lens was a trial lens and can return to lens wear. On (B)(6) 2019, the pt provided additional information: pt reported itching in the od after 2 days of wearing a trial pair of acuvue® oasys® for astigmatism brand contact lenses. Pt reported removing the suspect lens and the itching continued. Pt reported seeing a ¿white spot in iris at 5:00¿. Pt presented to an eye care provider (ecp) and was diagnosed with a corneal ulcer in the right eye (od) in (B)(6) 2019. Pt was prescribed maxitrol q8h ou x 1 week, then maxitrol q8h od for an additional week. Pt reported the corneal ulcer resolved. Pt reported daily contact lens wear. The pt uses optifree solution to clean and store lenses. On (B)(6) 2019 the patient (pt) sent the medical report. On (B)(6) 2019, the pt went to an urgent care for evaluation of the od. The pt reported od itching, foreign body sensation, white discharge at 0600 and a white spot on the iris. Od exam: round white 3mm lesion noted with fluorescein tincture on od at 8 o'clock, pupils reactive, conjunctival injection. Diagnosis: corneal ulcer; treatment: polymixin/neomycin/dexamethasone ophthalmic drops every 8 hours for 5 days, eye patch for 24 hours; return visit in 24 hours. No medical record for the 24-hour return visit was received. On (B)(6) 2019 the pt had a follow-up visit at a clinic for the od corneal ulcer. Observation: no change in visual acuity, pt cleared to return to contact lens wear. No additional medical information was provided. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00l38j was produced under normal conditions. The suspect od contact lens was discarded. No evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.